Event description:
Reference number (B)(4). Event occurred in the united states. On 12-oct-2024, patient reported that tubing became loose from the syringe it comes apart. Infusion set was in use for 2-3 days. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country : the united states. H11: since no lot number is availabel, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.